Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on the arm. The patient resides in the (B)(6) but was vacationing in (B)(6) where the incident occurred. After returning home, the patient visited their general practitioner (gp) and was diagnosed with an infection. Symptoms reported include hyperglycemia, feeling cold, bleeding, bruising and pain. The patient was treated with flucloxacillin 500mg taken 4 times daily. The patient did a follow up visit with their gp on (B)(6) 2024 (no prescription provided), and a telephone follow up appointment on (B)(6) 2024 and was prescribed a cream called fucibet 30g to be applied twice daily for their infected arm as it was still bleeding and sore. Hyperglycemia was treated with manual injections.